Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be out of specification ultrasonic sensor with replacement of the component required. All required service actions were completed in the last service cycle. The device was found out of specification in relation to the customer reported 'system error 345' which was reproduced. A review of the event history log identified 'system error 345'. The reported condition was verified. The cause was determined to be an out of specification upstream and downstream reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.